Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the customer complained of inaccurate sensor readings. The customer said that the readings are fluctuating strongly and were also in the upper value range, although this was not the case. The customer said that he did not get any readings in between and that there were dropouts. Patient provided set of examples. Date time sg value bg value a. (B)(6) 2024 04:01 am sg 380mg/dl bg 55mg/dl b.(B)(6) 2024 8:30 am sg 82mg/dl bg 270mg/dl c. (B)(6) 2024 11:00 pm sg 185mg/dl bg165mg/dl d. (B)(6) 2024 8:09 am hi bg 319mg/dl. The issue was escalated to next level support who reviewed the system performance and observed deviation, due to which the return material authorization (RMA) was issued for sensor replacement.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a clould platform for eversense systems. Based on the investigation analysis, the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for sensor replacement. Investigation of the returned sensor did not reveal any malfunction as it passed visual inspection and functional tests. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The returned product testing remained inconclusive. However, a further review revealed that the customer had also reported infection at insertion site around (B)(6) 2024. The infection would have likely caused or contributed to sensor inaccuracies. The infection incident was previously submitted to bfarm under complainer (B)(4), (14809/24). No further investigation was possible for this complaint. B4. Date of this report updated to 19 july 2024. D9. Is this device available for evaluation? Yes, june 10, 2024. G3. Date received by manufacturer is updated to 19 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.